Event description:
It was reported that the gem v/nv ntg 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material #: 2260-0500, batch/lot #: 20116040. I¿m a dchu technical investigator and identified a new set (2260-0500 low sorbing) failing during a pump module sear test. The set exhibited a slight flow of fluid even when the flow stop fitment was fully extended, closing the tubing.

Manufacturer narrative:
H6: investigation summary: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline and allowed to flow before putting the roller clamp in the closed position. Drops were observed in the drip chamber despite the roller clamp being fully in the closed position. The set was sent to tj to determine a root cause. Failure was not confirmed and set was working as intended. A root cause was not able to be determined because the customer complaint that the set exhibited a slight flow of fluid when the flow stopped was not able to be replicated at tj. A device history record review for model 2260-0500 lot number 20116040 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ntg 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material #: 2260-0500. Batch/lot #: 20116040. I¿m a dchu technical investigator and identified a new set (2260-0500 low sorbing) failing during a pump module sear test. The set exhibited a slight flow of fluid even when the flow stop fitment was fully extended, closing the tubing.